Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that during a proctectomy procedure the instrument partially fired. Visual examination of the staple cartridge noted that the reload was partially-fired to the 2 cm cut line. The reload was loaded into a post market vigilance idrive for functional testing, the interlock was overridden, and the reload fired satisfactorily. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the reported event was confirmed to be attributed to the failure. The file will be closed as a misuse of the product for the reported condition of partial firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon fired idrive to the rectum. The firing stopped and the surgeon thought that the firing was complete. However, the staple line was incomplete. The tissue was partially stapled. The 45amt reload was opened to continue the surgery. The device started firing from where the staple line stopped. The device worked fine. The device fired half linear range of the reload. The operating time was not extended. There was no additional tissue resection. There was no tissue damage. There was nothing that fell into the cavity. There was no bleeding. UDI number is not available. The current status of the patient is fine. The incision site was not extended. The product did not lock on tissue and was removed from the tissue without damaging it. The device was not reprocessed/re-sterilized prior to use.